Event description:
Gcm received an email via service cloud on 12-december-2023 from eduard chavarria, behzad pharmacy, regarding a wrap strap et tube holder ns + 100/ca with lot number 2143303 sn. It was stated that there was no manufacturing and expiry date on the label. There was no patient involvement and no patient harm/adverse event reported. Lmontalban14-dec-2023 update: gcm received an email on 8-feb-2024 stating that there is no fault of the product, nor it is defected. The only issue is there is no manufacturing date and expiry date shown on the label which the customer refused to accept at the time of delivery in their warehouse. Lmontalban (B)(6) 2024

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 initial reporter phone number: (B)(6). H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no "manufacturing and expiry dates" on the label. A picture of the outer box was provided. There was no patient involvement reported.